Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). Patient also reported they got periods of shocking sensations that started more than a year prior, but they didn't remember when. Patient stated they hadn't had any falls or trauma. Patient was redirected to their healthcare provider. No further complications were reported or anticipated. [Omitted information from pe 702062357- rash].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: she was uncertain as to the circumstances that led to the periodic shocking sensations. Patient did not have the device turned on for many months and when she turned it on again noticed the problem. The device was reprogrammed so as to use only the intact lead wires. No further complications were reported or anticipated.